Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, cervical dysplasia and hemorrhagic ovarian cyst (right). Concomitant products included ascorbic acid;calcium pantothenate;copper gluconate;cyanocobalamin;folic acid;levoglutamide;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;zinc (clinicians nsaid support) since (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury : mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain and menorrhagia had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Patient did not undergo essure confirmation test. (Discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvis pain, menorrhagia and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received: new events-" abnormal bleeding (vaginal, menorrhagia) and depression", reporter added. Concomitant drug added. Event psych injury was updated as mental anguish. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, cervical dysplasia, hemorrhagic ovarian cyst (right) and vaginal dryness. Concomitant products included ascorbic acid;calcium pantothenate;copper gluconate;cyanocobalamin;folic acid;levoglutamide;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;zinc (clinicians nsaid support) since (B)(6) 2010, ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin capsules (16)), ethinylestradiol;norgestimate (trinessa) and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), anxiety ("psych injury : mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menometrorrhagia ("menometrorrhagia"), breast discharge ("discharge from nipple") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety, depression, menometrorrhagia, breast discharge and hot flush outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, breast discharge, depression, dyspareunia, genital haemorrhage, hot flush, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Patient did not undergo essure confirmation test. (Discrepancy noted in pfs) patient received treatment for: pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvis pain, menorrhagia and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received- reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, cervical dysplasia, hemorrhagic ovarian cyst (right) and vaginal dryness. Concomitant products included ascorbic acid;calcium pantothenate;copper gluconate;cyanocobalamin;folic acid;levoglutamide;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;zinc (clinicians nsaid support) since (B)(6) 2010, ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin capsules (16)), ethinylestradiol;norgestimate (trinessa) and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), anxiety ("psych injury : mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menometrorrhagia ("menometrorrhagia"), breast discharge ("discharge from nipple") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety, depression, menometrorrhagia, breast discharge and hot flush outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, breast discharge, depression, dyspareunia, genital haemorrhage, hot flush, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Patient did not undergo essure confirmation test. (Discrepancy noted in pfs) patient received treatment for: pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvis pain, menorrhagia and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received- reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury. Essure implant and explant date were added. Outcome for events abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, cervical dysplasia and hemorrhagic ovarian cyst (right). Concomitant products included ascorbic acid;calcium pantothenate;copper gluconate;cyanocobalamin;folic acid;levoglutamide;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;zinc (clinicians nsaid support) since (B)(6) 2010, ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)), ethinylestradiol;norgestimate (trinessa) and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury : mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Patient did not undergo essure confirmation test. (Discrepancy noted in pfs) patient received treatment for: pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvis pain, menorrhagia and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : abnormal bleeding (vaginal, menorrhagia) updated as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.